Manufacturer narrative:
(B)(4).

Event description:
Uterus was perforated by the scope/sheath combination during surgery; morcellation was not occurring at the time of the perforation. Surgeon stated the patient cervix was an unusual shape/configuration and she was having difficulty navigating the cervical canal. Surgeon stated she was responsible for the perforation. Patient reported by the surgeon, to be recovering at home of (B)(6) 2011 with no other untoward events. No additional information is available at this time.